Event description:
A peritoneal dialysis registered nurse (porn) reported that a peritoneal dialysis (pd) patient is currently in the hospital due to cardiac issues. The medical records received on (B)(6) 2020 revealed the patient presented to the hospital for an urgent angiogram due to crescendo angina on (B)(6) 2020. An echocardiogram revealed the need for cardiac revascularization and the patient agreed to transition to hemodialysis (hd) perioperatively for "better optimization." The patient successfully underwent a temporary hd catheter placement on (B)(6) 2020, followed by the successful completion of a coronary artery bypass graft (CABG) x 2 on (B)(6) 2020. The patient was admitted to the intensive care unit (ICU) after surgery and was successfully weaned off the ventilator, vasopressors and was extubated. The patient was transferred from the ICU to telemetry on (B)(6) 2020 to begin ambulating and pain control. The patient was discharged home on (B)(6) 2020 and is recovering from the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).